Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. The unit was returned for failure analysis, but the reported failure could not be reproduced but errors m-12 and m-b0-60 were in the logs. The unit energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported an issue with the erbe integrated electrosurgical unit (iesu) generator. The caller stated that both monopolar and bipolar were not working. The tse viewed the system event logs and could see error code 25917 and 25913 (m-12) indicating that the foot pedals in the drawer were activated. The tse recommended to shut down the generator and check the foot pedals in the drawer; caller stated that foot pedals were not pressed. The tse asked him to restart the generator and there was no change. Tse asked him to shut down the generator again and disconnect both cables of the footswitch sockets at the back side of the generator. After restarting, the error m-12 remained. The caller stated that generator worked well at the beginning, and it was down suddenly. The tse explained that the erbe is not usable anymore and a backup generator would be needed. The surgeon stated that he will continue the robotic surgery. The procedure was continuing as planned with a 15¿30-minute delay and with no reported injury. Isi made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting m-12 error, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse reproduced the issue and replaced the integrated electrosurgical unit (iesu) to resolve the error. The device has been returned to isi for analysis, but the failure analysis testing has not been completed. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a field service engineer (fse) reproduced the m-12 error and replaced the integrated electrosurgical unit (iesu) to resolve the reported error found. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.